Event description:
It was reported that the device failed the leak test. The event happened during no case and there was no patient or user harmed.

Manufacturer narrative:
Results of investigation the device used in treatment has been returned and evaluated. A relationship between the reported event and the device could not be established as the reported malfunction was not observed during functional evaluation. A visual inspection found odor from the device¿s exhaust a review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown there have been further instances which are being monitored, however no further action is deemed necessary in relation to this complaint which is now complete and recorded as no fault found. Failure to alarm it is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.